Manufacturer narrative:
A product analysis will not be performed. The probe will not be returned for analysis as it was discarded by the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure, the probe would not work, which resulted in the customer opening a second probe. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.